Manufacturer narrative:
H6 result: no non-conformances. Co is unable to complete their investigation of the MDR incident listed above due to the fact that the meter was not retruned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to tihs event. Batch record review indicates no non-conformances in the manufacturing process. At this point, co considers this matter closed. H6=batch record review.

Event description:
The pt began feeling ill on 5/27 with flu-like symptoms. His blood glucose result on his one touch basic meter at noon was 87 or 89 mg/dl. At 3/a on 5/28, the reporter was awakened by the pt's "heavy, fast and labored" breathing. A blood glucose test was performed on his meter with a result of 114 mg/dl. The pt was immediately transported to the hosp where a laboratory glucose result was 1031 mg/dl. He was admitted for dehydration and elevated glucose, treated with IV and insulin drip and released on 5/30. The meter had never been cleaned until 5/27 and quality control tests designed to detect potentially inaccurate results are not performed. The meter was in calibration (after cleaning) on 5/30, reading 81 within a range of 72-96. It was also reported that the pt stores several test strips outside of the protective vial, in his meter case. It is unknown if any of the reported test results were obtained using the incorrectly stored strips.